Event description:
The pt reported rheumatoid arthritis flared two weeks after treatment with zyplast. The pt was treated with oral motrin and an intramuscular injection of deximethisone. To date allergen has been unable to substantiate the alleged event with the medical professional. This event is being reported in good faith, based on understanding with the FDA that specified autoimmune diseases will be reported without regard to causality.